Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient had pre-op diagnosis as: c3/4 stenosis. For which patient underwent anterior cervical diskectomy and fusion (acdf) at c3-4. On (B)(6) 2016, patient presented for revision of existing hardware at c4/6. Intra-op, the surgeon wanted to remove one atlantis screw from the existing hardware. The surgeon successfully removed the screw. Upon trying to tighten the atlantis locking mechanism, the surgeon slipped off the locking mechanism, and punctured the dura at 3/4 where the dura was fully exposed. Patient lost evokes in all four limbs, but by the time the case closed only the left uppers remained flat. Patient woke up breathing and moving all four limbs but complained of left forearm pain/tingling/burning. Additional treatment was performed to repair the dura. There was adjacent level stenosis. They did not remove the existing plate but removed one screw at the body of c4. Screw was explanted not for any product malfunction but because the surgeon believed the screw would be in the way of the new screw that would be implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.